Manufacturer narrative:
H2) correction: b5, d1 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console had a non-recoverable error. After restarting the issue was resolved. Evaluation of the logs indicated two occurrences of an error code, indicating a mismatch between the primary and secondary encoder readings at joint 1 of the left input device of the surgeon console. These errors coincide with the surgeon console entering a non-recoverable error state. ' evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an intermittent communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radical prostatectomy procedure, while the patient was under anesthesia, the surgeon console had a non-recoverable error. The surgeon console was restarted to resolve the issue. There was a ten minute delay. There was no injury to the patient.

Event description:
It was reported that during radical prostatectomy, the surgeon console had a non-recoverable error. The sc was restarted to resolve the issue. The patient was under anesthesia. There was a 10-minute delay. No injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.